Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far p wave oversensing due to right ventricular (rv) lead dislodgement. On (B)(6) 2025, the physician elected to reposition the rv lead. The patient condition was stable.